Manufacturer narrative:
Integra completed its internal investigation 09/29/2016. The investigation included: method: device history review; trend analysis; evaluation of product. Results: the device history record for the unit(s) listed in this complaint under lot code: 131 found no abnormalities related to reported incident nor were there any variances, mrr's or reworks associated with this lot/work order number. No service history on file. A two year look back for reported failure and or related to "fracture/crack " for this product ID show that no additional complaints were received. No new design or manufacturing trends have been identified. Unit received with the knob insert assembly unscrewed over the black o-ring and has become stuck. General maintenance and cleaning required. Conclusion: in summary, the device received came in for a minor repair and not for the reported failure of a "hairline fracture". As such, the root cause to the end users experience could not be determined as such this device was serviced back to full working order. Lastly, an in service is being recommended with focus of obtaining this device if in fact this device has a hairline fracture and customer satisfaction.

Manufacturer narrative:
Integra has completed their internal investigation on 05jan2016. The device in question was not released for inspection nor was the lot number provided. The most likely lot numbers could be 119 or 127. Lot code 119: this device was manufactured on october 31, 2011 and a review of dhrs containing lot code 119 showed that the work order passed the required inspection points without mrrs or variances. There is no service history for this device. Lot code 127: this device was manufactured on 07/31/2012 and a review of the DHR containing lot code 127 showed that this device passed the required inspection points without reworks, mrrs or variances. There is no service history for this device. No new design or manufacturing trends have been identified. The root cause to the end users experience could not be determined. This complaint will be reopened should the product be received.

Event description:
It was reported that there was a hairline fracture on the pressure indicator. No other information provided. Additional information was requested and on (B)(6) 2015, the following was provided by the customer: a middle aged male patient of average height and weight underwent a craniotomy. The product problem was discovered after completing the surgical case. While taking the patient out of the mayfield clamp, the hairline fracture to the pressure gauge portion of the clamp was found. It was unknown at what point during the surgery the issue occurred. The customer stated it may have occurred prior to the surgical case. The was no adverse effects noticeable during the case. There was no surgery delay.